Event description:
A malfunction code malf 12 was reported, but there was no impact on the customer¿s blood glucose level, which remained below 500 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.